Manufacturer narrative:
The initial report inadvertently reported the incorrect conclusion codes.

Event description:
The patient had generator and lead replacement on (B)(6) 2015. The suspect device has not been received to date by the manufacturer for analysis.

Event description:
Review of patient's programming history data shows that high impedance was observed on (B)(6) 2015. Patient was referred for vns replacement but no known surgical interventions have occurred to date.